Event description:
A user facility biomedical engineer (biomed tech) reported a 2008t machine would not pull any fluid during a hemodialysis (hd) patient's treatment. The patient was able to complete treatment on the same machine and did not experience any harm as a result of this incident. The patient did not have any complaints or symptoms and did not experience any ill effects, adverse events or require medical intervention. The patient did not require any additional treatments (not normally scheduled) because of no fluid removed. The patient did not eat or drink during treatment. The patient was weighed on a scale and the same scale was used for both pre and post weight. No weight gain was noticed. An ultrafiltration problem checklist was not performed. The patient¿s current status was stable and the patient continued regular hd treatments without any further problems.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility biomedical engineer (biomed tech) reported a 2008t machine would not pull any fluid during a hemodialysis (hd) patient's treatment. The patient was able to complete treatment on the same machine and did not experience any harm as a result of this incident. Additional information was requested.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A user facility biomedical engineer (biomed tech) reported a 2008t machine would not pull any fluid during a hemodialysis (hd) patient's treatment. The patient was able to complete treatment on the same machine and did not experience any harm as a result of this incident. The patient did not have any complaints or symptoms and did not experience any ill effects, adverse events or require medical intervention. The patient did not require any additional treatments (not normally scheduled) because of no fluid removed. The patient did not eat or drink during treatment. The patient was weighed on a scale and the same scale was used for both pre and post weight. No weight gain was noticed. An ultrafiltration problem checklist was not performed. The patient¿s current status was stable and the patient continued regular hd treatments without any further problems.